Event description:
It was reported that the pt underwent a sling procedure during 2001. Post operatively the pt experienced an immediate onset of pain. A year later, a take down procedure was performed as the pt continued to experience pain. Laparoscopically, there were no abnormalities seen inside the abdomen. The mesh was incised per vaginum in the midline which seemed to have taken the tension off the sling completely. Postoperatively, the pt continued to have pain vaginally and in their abdominal wall. Pt has been treated unsuccessfully with narcotics and after evaluating by pain specialists, has undergone trigger point injections without improvement. They had been advised to pursue physician therapy for pain management. Pt is currently taking narcotics on a daily basis.